Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the button did not work the first time and had to hit it two or three times. The customer's blood glucose level was unknown. The customer also reported that the screen was cracked and can not read it. The customer reported that they had bad eyes to read screen. The customer also reported that the battery was not lasting very long. The device will not be returned for analysis.